Event description:
It was reported that the 2600 system had a charger error message and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The technique processor and analog interface boards were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.